Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j18075, h10h31055, h10i30048, and h10j28058 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported by the consumer. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was recovering from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not reported.